Manufacturer narrative:
The reported event was unconfirmed. Visual inspection noted one temperature sensing catheter was received without the original packaging. No obvious defects were noted. The catheter's balloon was inflated with 5.5 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and balloon concentricity was observed to be 60:40. This met specification, as concentricity should not exceed 70:30. The balloon rested for 30 minutes without leaks and passively deflated without issue or cuffing, returning 10ml of solution. This met specifications, due to balloon fill being complete with no holes or tears and no holes or damage were found on the shaft during testing. Active length of the catheter balloon was measured (0.5625") and found to be within specification (0.50" - 0.80"). The catheter measured to be 12 fr. Although the reported event was unconfirmed. A potential root cause for this failure could be inserts with edges (the operator hits the shaft against the bottom insert when removing the piece of the mold). The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿warning: do not use ointments or lubricants having a petrolatum base. They will damage silicone and may cause balloon to burst. Caution: do not aspirate urine through the drainage funnel wall. Storage: store catheters at room temperature away from direct exposure to light, preferably in the original box. Single use only. Do not reuse. Do not resterilize. For urological use only. Valve type: use luer slip syringe. Do not use needle. Recommended inflation capacities 8 fr. And 10 fr. (3cc balloon): use 3.5cc sterile water 12 fr. (5cc balloon): use 5.5cc sterile water 14 fr. And larger (5cc balloon): use 10cc sterile water do not exceed recommended capacities." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that a urine leak was detected from the meatus of the patient sometime after catheter placement.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that a urine leak was detected from the meatus of the patient sometime after catheter placement.